Manufacturer narrative:
Analysis noted that the stylus did not align with the cursor on the screen. The connection between the overlay and the printed circuit board (pcb) was re-seated. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer originally returned with no information subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.